Event description:
Livanova deutschland received a report about an scp mounted on a s5 hlm showing "inconsistent actual value impulses / no actual values impulses" error message (error 78). The issue occurred during maintenance. There is no report of any patient injury.

Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 system, the event occurred in the united states. Through follow-up communications, it was learned that the unit had stopped. Livanova field service engineer dispatched onsite inspected the unit; test run was performed for several hours, but the issue could not be confirmed. Functional verification checks were carried out and the unit was returned to service. If any additional information is received, a follow up report will be submitted.